Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) has been confirmed. Upon investigation, the rear response button was non-functional. The response button switch was intermittent. The root cause for the intermittent rear response button switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll dist returned monitor sn (B)(4) indicating that the monitor response buttons were non-functional.